Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During fill 1 of 2 there was a balloon valve leak alarm.there was fluid then discovered in the cassette door. Fluid was in the pump module area and on the external cassette. There was a lot of fluid coming from the pump door. The patient was advised to notify pd nurse. A new cycler was issued. In a follow up, the patient verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and stated being able to complete treatment using manuals on the night of the reported event and in the absence of a cycler. The patient has received the replacement cycler and since resumed treatment using the replacement cycler without further issue. The patient stated the previous cycler was ready to be picked up for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.